Event description:
It was reported that the pt believed his device turned off. No other info was provided. Additional info has been requested. A follow-up report will be sent if additional info becomes available. See MFR report # 3004209178-2010-08471 regarding the second device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.